Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Investigation summary: a sample evaluation could not be performed as the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately one year post deployment, CT scan revealed that ivc filter was obliquely oriented within the ivc with its tip directed laterally. The following year, CT scan revealed that filter limbs extend beyond the wall of the ivc. Therefore, the investigation is confirmed for the filter tilt and perforation of the ivc wall. However, the investigation is inconclusive for the filter migration. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient placed after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, struts perforated into organs and embedded in wall of the ivc, and the filter migrated to the heart. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced tightness in the chest cavity; however, the current status of the patient is unknown.